Event description:
It was reported that the intraocular lens (iol) was explanted due to patient suffered from blurry vision, patient complained that things looked blurred and it was difficult to see although doctor noted that visual acuity (v.a.) Got better as per post operative values. A non johnson and johnson iol was placed as the replacement lens. The patient was reportedly very satisfied with v.a value of 1.0 after the surgery. There was no delay in treatment or other interventions performed. No further information was provided. Pre-initial implant, distance on (B)(6) 2022 - v.a : 0.7, post initial implant, distance on (B)(6) 2022 - v.a : 0.7, post initial implant, distance on (B)(6) 2022 - v.a : 0.9.

Manufacturer narrative:
Weight and ethnicity: asku - asked but unavailable. Date of event: unknown, not provided, but the best estimate date is between 24 mar 2022 and 27 may 2022. Telephone number: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: june 17, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to blurry vision could be identified. Based on the return condition of the lens, no further product evaluation could be identified. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.